Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and device manufacturer representative regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as malignant pain and head/neck (non-malignant). It was reported the patient's pump was alarming or beeping. The patient's pump was almost out and he was currently at a hospital. The patient noted the device manufacturer was there on (B)(6) 2016 and was going to be in touch with the healthcare provider's (hcp) who put in the patient's pump but hadn't heard anything back yet. The patient noted the representative felt the patient should get a little bit of medication put into the pump and then have the patient make the trip to get his pump refilled. The patient noted the pump started to alarm while the representative was there. The patient noted he was scared the pump was going to run out and then go into withdrawal. The patient couldn't go into withdrawal because he had been through withdrawal before from oral pain medications (not the pump). It was noted the patient had missed a scheduled refill. The patient noted he was supposed to go to the cancer center on (B)(6) 2016 but couldn't make it because he had neck surgery 13 or 14 days prior to the date of this report that was not related to the pump or therapy and he was in the hospital. The patient had had beta cell cancer since 2013-2014 that he was dealing with and the cancer spread inside the patient's ear and they had to remove the patient's glands that make saliva. The patient had a slew of issues with his health that he was dealing with and was not currently driving. The patient was to follow-up with the hcp. The patient had spoken to the nurse at the hospital where he was currently at and was told the pump would not run out of medication until (B)(6) 2016. The patient felt it would run out and was scared. The patient was to head to the cancer center on (B)(6) 2016 to get the pump taken care of. It was later reported by the device manufacturer representative that when they read the pump on (B)(6) 2016, the pump was not alarming. The reservoir volume was 1.4ml. The alarm was expected to go off later that day. The representative left the pump printout with the floor nurse and followed up with the hcp. The hospital was aware the pump would be empty in a couple of days. It was further reported the patient had his pump refilled by the hcp before the reservoir was empty. There were no issues related to the therapy and all was resolved at that point. If additional information is received, a follow-up report will be sent.